Event description:
It was reported that a pinhole was present. During preparation of a percutaneous transluminal coronary angioplasty, a pinhole was noticed by the physician in the 15mm x 2.00mm wolverine coronary cutting balloon. Due to the pinhole, the balloon was not able to be prepared and was not used. A second of the same device was used to complete the procedure with no further issues.